Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a meal bolus of 4 units, and put the pump in the pocket, and alleged that the pump delivered another unintended bolus of 4 units without it having been requested. Reportedly, the unintended bolus occurred 1 hour and 45 minutes after the customer had programmed the meal bolus of 4 units. At the time of the event, the customer's blood glucose (bg) level was 76 mg/dl, and was addressed by consuming gatorade and a gel packet. The customer' bg level was 115 mg/dl at the time of the reported event. Subsequently, the customer reported working in construction and the wake button may have been pressed upon to turn the screen on. However, the customer does not recall programming the second unintended bolus request. Recommendation was made by tandem technical support to upload the pump data logs so troubleshooting could be performed. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided by the customer.